Event description:
It was reported "catheter had a hole at the top section. During instillation of the cytotoxic medication it was noted that there was a hole in the catheter and some of the medication leaked out. The catheter was immediately clamped and removed. A new catheter was inserted".

Manufacturer narrative:
Qn#(B)(4). Upon further review, it was determined that this complaint was created in error, thus, the initial MDR submitted on 15 may 2025, should be retracted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "catheter had a hole at the top section. During instillation of the cytotoxic medication it was noted that there was a hole in the catheter and some of the medication leaked out. The catheter was immediately clamped and removed. A new catheter was inserted".